Event description:
It was reported by service report that the head of the bed will not stay up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
400 fowler brake assembly.